Event description:
Procedure: nephrectomy. According to the reporter: from the beginning of the surgery the device could not cut well and hardly cut after fifteen minutes of use. Used another device to complete the procedure. There was no bleeding. No tissue damage. No additional tissue loss. Nothing fell into cavity. Operative time was not extended.

Manufacturer narrative:
(B)(4).